Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor ruptured as soon as it was inserted. All parts were recovered and the procedure was completed with a replacement product. It is unknown if there was patient injury or if the event led to surgical delay.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - product code 826631 with lot 5473770 conformed to the specifications when released to stock. Failure analysis - the issue of the complaint has been confirmed. The catheter material stretched and wavy 4cm to 14.5cm from tip and at silastic on proximal end of connector. The connector with serial number missing/torn from catheter. The internal wires broken and wavy. No testing was possible. The root cause could be determined as a mishandling of the device.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID: 826631) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to probe connector housing is impacted by external force. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.